Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, difficulty was encountered while trying to insert this right ventricular (rv) lead into the header of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) recommended using mineral oil for additional lubrication. The physician elected to use propofol instead. The lead was successfully inserted into the header and the procedure was completed without issue. There was no evidence of noise post-procedure. No adverse patient effects were reported. All products remain in service.